Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was not feeling well for days. During follow-up, the physician discovered signs of a possible right ventricular (rv) lead fracture. The lead showed high impedance; a high number of short v-v intervals, and non-sustained tachycardia (nst) with short interval. The high voltage therapy was programmed off and the patient was transported by ambulance to the hospital for a lead revision. No patient complications have been reported as a result of this event.